Event description:
(B)(4), "during deployment of a g2 vena cava filter, the pusher separated from sheath connector resulting in loss of progress and leakage of saline drip fluid. This was noticed by scrub nurse. Pusher could be re-attached and procedure could then be advanced and deployed without additional issues." Despite attempts, no additional info has been obtained to date.

Manufacturer narrative:
The device history records could not be reviewed, as both the catalog number and lot number were unknown. The filter was not returned for eval as it remains implanted in the pt. It is unknown if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) states the following: precautions: the introducer catheter hub has a special internal design. Care should be taken to make connections firmly, but without excessive force that may cause breakage of the hub. Do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter form further advancement within the introducer catheter.